Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool® smart touch¿ electrophysiology catheter and the tip of the catheter partially separated. The electrode was broken and a second catheter was used to complete the operation. No adverse patient consequences were reported. The partially separated catheter tip and the broken electrode has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool® smart touch¿ electrophysiology catheter and the tip of the catheter partially separated. The biosense webster inc.(bwi) product analysis lab received the device for evaluation on 12/20/2019. This information was omitted from the initial in error. The investigational analysis completed 2/7/2019. The device was visually inspected and it was found to be in good conditions. No damage was observed along the catheter. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacture ref no: (B)(4).

Manufacturer narrative:
Correction to previous supplemental report #2029046-2019-02541 follow up #2. Originally, it was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool® smart touch¿ electrophysiology catheter and the tip of the catheter partially separated. However after submission additional information was received that this was actually noise and not tip separation. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool® smart touch¿ electrophysiology catheter and the tip of the catheter partially separated. On(B)(6)2019 , additional information was received indicating the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Originally, it was reported that the tip of the thermocool® smart touch¿ electrophysiology catheter partially separated. The partially separated tip was assessed as a reportable malfunction. However, on (B)(6)2019 , it was confirmed that the event description of the event provided was incorrect. On 01/24/2019, the correct event description was received indicating that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a noise interference issue occurred. Catheter replacement resolved the issue. No adverse patient consequences were reported. The noise interference issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Since there was no partially separated tip, this event is no longer considered MDR reportable. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacturer ref no(B)(4).